Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds during a preoperative check. One year later, the lead was surgically abandoned during a surgery performed to replace the implanted defibrillator for normal battery depletion. A new lv lead was implanted during the procedure. No additional adverse patient effects were reported.